Event description:
New information indicates that the patient presented in clinic for follow up. Device interrogation revealed loss of capture and high pacing impedance on the right ventricular (rv) lead due to suspected insulation break. No changes or intervention was performed. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. No changes or intervention was performed; the patient would continue to be monitored. The patient condition was stable.